Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The keypad was also reported to be unresponsive. The blood glucose reading was 90 mg/dl. The customer stated that he had exercised in a humid environment prior to the issues occurring. He also observed a blank display, so he removed the battery. He found that the battery compartment and spring were corroded. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.